Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer clears alarm, resumes insulin, and changes supplies to resolve the occlusion. There was no adverse impact to customer¿s blood glucose level.